Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading obtained on the adc device compared to an unspecified reading obtained on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced described as "cotton mouth", dizziness, nausea, dehydration, and was unable to self-treat. The customer contacted the emergency services and upon arrival, the customer transported to a hospital and they removed the adc device. The hcp obtained a glucose result of 473 l on and administered intravenous insulin (dose/type unspecified) and fluids for the diagnosis of diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event. Reportedly, an adc device scan of 88 mg/dl was compared to a reading of 388 mg/dl obtained on a healthcare professional (hcp) meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. It is unknown when these readings were obtained in relation to the reported medical event.